Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited low impedance, noise, and loss of capture. Possible lead insulation breach and dislodgement was suspected. Also, patient experienced syncopal episodes due to loss of capture. The right ventricular lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.

Event description:
New information received stated that during the procedure on 16aug2019, the physician was unable to confirm a breach in insulation. Also, xray did indicate that the right ventricular lead had become dislodged.